Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called the paramedics for low blood glucose with a reading of 23 mg/dl. The customer was having trouble with the calibration of her sensor. The customer was not admitted to the hospital but was treated at home. Customer stated that she will be seeing her physician to verify her basal settings. No further information was reported.